Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the front corner. A review of the event history log identified primary audible alarm background (bgnd) test and invalid syringe size alarms. During functional testing was unable to duplicate the primary audible alarm bgnd test, was able to duplicate the invalid syringe size alarm. The size was out of calibration, recalibrated and that cleared up the problem. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced speaker for preventive for primary audible bgnd test. Replaced size pot for preventative measure also.

Event description:
It was reported that the pump exhibited excessive primary audible post alarms. No patient injury or involvement was reported.